Manufacturer narrative:
This report is submitted october 24, 2017.

Event description:
Per the patient's surgeon, the patient experienced a loss of connection with the internal device. It was determined that the patient had developed an infection and cholesteatoma of the middle ear. Subsequently, the device was explanted on (B)(6) 2017, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
It was reported that the infection was not a device related infection.